Event description:
Customer reported the alarm does not sound at the nurse's station when in use with the nurse call cable. The reported issue was discovered during set up, but the date of the event is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue. The unit does not send a signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad. When the nurse call is wiggled, the red led at the nurse call test fixture toggles on and off. There is a rattling sound that is heard coming from inside the unit. Additionally, the nurse call receptacle is damaged. (B)(4).